Event description:
It was reported there was a patient alert for the right ventricular (rv) lead superior vena cava coil having impedance greater than 200 ohms. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the defibrillation conductor fractured. It was noted that the defibrillation coil was distorted, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and the lead was stretched.